Event description:
It was reported that the subject coil was used during coil embolization procedure for aneurysm with diameter of 5.2mm and length of 8mm, located in the right internal carotid artery (ica) c6. The subject was inserted successfully; however, the physician was not able to detach the coil. The subject coil was entangled with the coil mass inside the aneurysm; therefore, the physician was not able to withdraw the coil from the patient¿s anatomy. The subject coil was rotated and broken. The broken coil was protruded about 1 cm from the aneurysm into the parent vessel. The rest of the coil was pulled out of the patient¿s anatomy and the procedure was completed. The patient has left the hospital and been in a good condition.

Event description:
It was reported that the subject coil was used during coil embolization procedure for aneurysm with diameter of 5.2mm and length of 8mm, located in the right internal carotid artery (ica) c6. The subject was inserted successfully; however, the physician was not able to detach the coil. The subject coil was entangled with the coil mass inside the aneurysm; therefore, the physician was not able to withdraw the coil from the patient¿s anatomy. The subject coil was rotated and broken. The broken coil was protruded about 1 cm from the aneurysm into the parent vessel. The rest of the coil was pulled out of the patient¿s anatomy and the procedure was completed. The patient has left the hospital and been in a good condition.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the coil delivery wire was kinked/bent and broken/fractured. The main coil was not returned. Functional testing could not be performed due to the damage noted to the device. In case of this complaint, the delivery wire was noted to be broken/fractured during analysis. This would support the as reported events as it was stated that the main coil could not be detached, and the operator had to break the delivery wire and left the remaining coil in the aneurysm/vessel. The as reported events main coil broken/fractured, un-retrieved device fragments, and main coil protrusion, as well as the as analyzed event coil delivery wire broken/fractured were assigned procedural factor as an assignable cause, since the defects/events appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural or anatomical factors during use.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the subject coil was used during coil embolization procedure for aneurysm with diameter of 5.2mm and length of 8mm, located in the right internal carotid artery (ica) c6. The subject was inserted successfully; however, the physician was not able to detach the coil. The physician replaced the detachment system four time but was still not able to detach the coil. The physician was not able to withdraw the coil from the patient¿s anatomy; therefore, the coil was broken, and some part of the coil was left inside the aneurysm and in the patient vessel. The rest of the coil was pulled out of the patient¿s anatomy and the procedure was completed. No additional information was provided.